Event description:
It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was used during an endoscopic retrograde cholangiopancreatography procedure within the pancreatic duct on (B) (6) 2010. According to the complainant, the device was extended and retracted without issue prior to use, and there was no visible damage. During the procedure when the brush was extended to take a sample the radio-opaque marker detached into the pancreatic duct. The physician attempted to retrieve the fragment with suction from the scope and then with a balloon and another brush all without success. On (B) (6) 2010 the physician unsuccessfully tried to remove the detached radio-opaque marker a second time. There were no patient complications during the procedure; however the patient was vomiting one week post procedure. Additional follow up information revealed that the patient has a history of biliary pancreatitis. The patient had symptoms of pancreatitis after the endoscopic retrograde cholangiopancreatography, which the physician stated was not because of the detached device fragment. The patient has since recovered and is doing well.

Event description:
It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was used during an endoscopic retrograde cholangiopancreatography procedure within the pancreatic duct on (B) (6) 2010. According to the complainant, the device was extended and retracted without issue prior to use, and there was no visible damage. During the procedure when the brush was extended to take a sample, the radio-opaque marker detached into the pancreatic duct. The physician attempted to retrieve the fragment with suction from the scope and then with a balloon and another brush all without success. On (B) (6) 2010 the physician unsuccessfully tried to remove the detached radio-opaque marker a second time. There were no patient complications during the procedure; however the patient was vomiting one week post procedure. Additional follow up information revealed that the patient has a history of biliary pancreatitis. The patient had symptoms of pancreatitis after the endoscopic retrograde cholangiopancreatography, which the physician stated was not because of the detached device fragment. The patient has since recovered and is doing well.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident that the radiopaque marker detached. Visual inspection found the radiopaque marker was detached and not returned for evaluation. The working length was kinked in multiple places. The distal end of the extrusion and the brush of the device were found to be detached. A tear was found from the distal end of the guidewire channel to the distal end of the device. The detachment of the distal end of the device was not reported, and was most likely performed to allow retrieval of the biopsy sample. It appears that during the procedure, an attempt was made to perform a rapid exchange with this device and due to factors seen during the procedure the guidewire bound and then tore through the extrusion wall distal to the guidewire channel. When the guidewire tore through the extrusion it came into contact with the radiopaque marker embedded in the distal end of the extrusion and tore it out of the extrusion. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B) (4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).